Event description:
It was reported diagnostics showed high impedance values for the scs lead. At this time, no course of action is planned as per the pt, she has not experienced pain in her pain pattern for which the lead was implanted since her scs ipg replacement (reference MFR report: 1627487-2013-11407).

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.